Event description:
During a follow-up coversation with the home pt's nurse regarding a 2240 alarm that occurred in may 2004, the nurse indicated that the home pt had been diagnosed with peritonitis the previous day. Reportedly, the home pt presented to the clinic the same day with abdominal pain. Effluent cultures were taken at that time and the home pt was diagnosed with peritonitis and hospitalized. The home pt was treated with vancomycin 1g, intraperitoneal (ip), once daily for 3 days. Further treatment was unk as the home pt is still hospitalized. Based on follow-up cell counts the home pt's nurse has concluded that the home pt is fully recovered from the infection. The home pt's nurse attributes this episode of peritonitis to recurrent bouts of pancreatits and diverticulitis.